Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -06.50 diopter, in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2024 due to low vaulting . The lens was replaced with a longer lens but the problem was not resolved. See MFR. Report # 2023826-2024-01421 for replacement lens. The cause of the event was unknown.

Manufacturer narrative:
Additional data: d9: is this device available for investigation: yes: 21-may-2024. Corrected data: h4: device manufacture date: 02-jun-2021. Claim # (B)(4).